Event description:
During the procedure, the physician used a wilson-cook howell dash direct access system sphincterotome to perform a sphincterotomy. During use, a small portion of the cutting wire detached. No patient injury was reported.